Event description:
The pt was implanted with a vented electric left ventricular assis device (lvad). It was reported by the perfusionist. That the pt's flows were dropping intermittently causing red heart alarms. The perfusionist also heard grinding noise coming from the pump. Vent filters were taken and sent to the manufacturer for analysis. The analysis showed fluid ingress the pt had been brought into the hosp and evaluated several times and is currently discharged, and at home with strict instructions to contract hosp staff when red heart alarms occur. The pt remains on lvad support.